Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a low oxygen inlet pressure alarm was found in the ventilator's downloaded error log. A foreign object was found in the oxygen blending module inlet. The object was removed to address the issue.